Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: cosmetic issues 1. One investigation was completed from this period. 3668092001, cosmetic issues. PMA/510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1</noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events